Manufacturer narrative:
Visual analysis of the returned device identified a broken shell, red particles, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified a broken shell with a striated edge on the anterior side assessed as surgical damage. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage.

Event description:
Physician reported annual regular ultrasound check up revealed ruptured implant. The device was explanted and replaced. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.